Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed air in their patient line during peritoneal dialysis on the homechoice machine. The patient was connected to the device at the time of the event. During troubleshooting, there was nothing found that could have caused or contributed to the observed air. The patient was advised to start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.